Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test - passed. System air leak test - passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to a product issue. In additional follow-up, the pd nurse stated that on (B)(6) 2026, the patient was found unresponsive while connected to the fresenius cycler (phase of treatment unknown). The nurse also reported that the patient was experiencing symptoms of shortness of breath earlier in the day. Emergency medical services (ems) were called to the patient¿s home. The nurse stated that the patient did receive cardiopulmonary resuscitation (CPR) and then was transported to the hospital where the patient was pronounced deceased despite ongoing resuscitation efforts. The pd nurse reported that the patient was completing pd treatments with the fresenius cycler prior to death without any adverse effects. Additionally, the pd nurse stated that there were no issues with the pd treatment or fresenius products in relation to the death. The indicated that there is no allegation against products as the fresenius cycler is not suspected to have caused by the patient¿s death. Per the nurse, the end stage renal disease (esrd) death certificate was not available. However, it was stated that the patient¿ doctor suspects that the cause of death was a pulmonary embolism. The nurse stated that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to a product issue. In additional follow-up, the pd nurse stated that on (B)(6) 2026, the patient was found unresponsive while connected to the fresenius cycler (phase of treatment unknown). The nurse also reported that the patient was experiencing symptoms of shortness of breath earlier in the day. Emergency medical services (ems) were called to the patient¿s home. The nurse stated that the patient did receive cardiopulmonary resuscitation (CPR) and then was transported to the hospital where the patient was pronounced deceased despite ongoing resuscitation efforts. The pd nurse reported that the patient was completing pd treatments with the fresenius cycler prior to death without any adverse effects. Additionally, the pd nurse stated that there were no issues with the pd treatment or fresenius products in relation to the death. The indicated that there is no allegation against products as the fresenius cycler is not suspected to have caused by the patient¿s death. Per the nurse, the end stage renal disease (esrd) death certificate was not available. However, it was stated that the patient¿ doctor suspects that the cause of death was a pulmonary embolism. The nurse stated that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. The patient¿s esrd death certificate was not available. However, the patient¿s pd nurse stated that it is suspected that the death was caused by a pulmonary embolism currently, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. The fresenius cycler was pending return to pd clinic at the time this clinical investigation was completed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.